Event description:
A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. The surgeon does not blame the lens but is unsure of the cause at this time. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 10/14/2010 and 10/27/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).